Manufacturer narrative:
UDI (B)(4). The previously reported serial number should have been listed as the lot number. This report has been updated with the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that an inpatient at (B)(6) from (B)(6) for injection on an omaya kit. On (B)(6) at home, there was a decrease of cerebral spinal fluid (cfr), clear, no fever, no aplasia : inpatient at (B)(6) hospital. One suture done by neurosurgeon and compressing dressing. Then transfer to (B)(6) hospital for follow up. The patient still in the hospital on (B)(6) 2019 and the device not available for return as it is still in the patient.